Event description:
A percuvision catheter was placed in pt's bladder to facilitate instillation of chemotherapy. At the conclusion of the treatment, difficulty was encountered in deflating the balloon in order to remove the catheter. It took multiple attempts by a physician employing a guidewire in order to get the balloon to deflate.